Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that ventricular lead noise was detected in the egm¿s. The ventricular lead impedance was noted to be low. Currently, the site will monitor the patient. The patient is not dependent. The patient is also stable.